Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency) it was reported that the device was no longer in use, and the and the lead and battery were removed from the patient, fully intact and attached to one another. Lead coiled around himself and retracted from foremen. Lead found in pocket site still connected to battery. It was clarified that there was lead migration or dislodgement, and there were impedance >4,000 on all electrodes that were observed at the time of surgery. They also stated that the patient had a lost of stimulation. And the cause was because the lead migrated out of foremen into pocket site, impedance >4,000 on all electrodes. Device removed without complication and new device implanted per patient request

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q7p1; implanted: (B)(6) 2023; explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6); ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.